Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false low creatinine (crem) result generated by the unicel dxc 800 pro synchron clinical systems. A patient sample was tested for crem and a result of 0.23mg/dl was reported out of the lab. The physician questioned the result and the sample was re-tested, and repeated result was 1.28mg/dl. A) a corrected report was sent. Unknown if treatment was initiated or withheld, but the physician questioned the result.

Manufacturer narrative:
The customer noted that qc had been intermittently suppressed, with error flags. Qc sample gave acceptable results upon repeat. Subsequent precision runs showed unacceptable precision on the upper level qc. A field service engineer (fse) was dispatched: a) the fse replaced the cup module. Although hardware was replaced, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.